Event description:
It was reported that one day after implantation of the subject device, the ventricular lead impedance measured by the device was >2000ohms. A re-intervention was performed and the lead appeared to be loose in the header, while lead measurements were satisfactory. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.